Event description:
A physician called to report that following an initial left knee hyalgan injection given on 11/5/97 for osteoarthritis, the patient was hospitalized on 11/8/97 with chest pain. The reporter found out about this via a message from the patient's daughter. The patient is reported to be spanish-speaking, therefore the only communication is through the patient's daughter. The daughter reported that her mother was admitted to the hospital through another physician. The physician is calling to see if chest pain has occurred with hyalgan before. The reporter is unable to indicate the admitting diagnosis or specific details regarding hospitalization since he hasn't spoken to the other physician yet. Dr did indicate that the patient's medical history includes hypertension and diabetes (unable to specify what type). Patient was reported to ambulate short distances with a cane. The reporter felt that the chest pain was unrelated to the hyalgan injection and wants to continue with the series of five.